Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to a break in the tubing at the pump.

Manufacturer narrative:
This follow-up MDR is created to document the returned device and the evaluation. A pump, two cylinders and tubing were received for evaluation. Examination and testing of the returned components revealed a separation through the serialized strain relief of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have rough and irregular surfaces, indicating stress was exerted. A separation was noted in the pump body. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have rough and irregular surfaces. Partial separations within abrasion were noted on all tubes of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with either cylinders or detached tubing. Based on examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized strain relief at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A separation was also noted in the pump body, which resulted in leakage noted during testing. Based on the information received from the territory manager, there was a separation in the pump tubing. The information received from the physician did not indicate a failure in the pump body area. There was no indication as to when the separation occurred in the pump body, so quality is unable to confirm when that separation occurred.s from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 704037. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.